Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. False elective replacement indicator (eri) triggered on (B)(6) 2014 due to measurement system lock-up. Reset of the device by programmer with updated software cleared the false eri and lock-up condition.

Event description:
It was reported that the patient visited the clinic to have a post-operative checkup. During interrogation, the device was confirmed to have actuation with vvi-65. It was noted that this was caused by lock-up. The device setting mode was changed back to the original setting. No patient complications have been reported as a result of this event.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)